Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last night (B)(6) 2024 the patient noticed that when they try to increase their stimulation, they saw the max settings message. The patient said that they tried different programs, and the same thing happened. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. The patient mentioned that the last few times they have seen hcp, they were not able to use their clinician programmer, so the patient requested an mdt rep be present to assist. Email sent to field staff notifying them of the issue. Additional information was received from the patient. The patient called back and reported they met with their health care provider (hcp) and medtronic representative (rep). They stated the doctor wanted to do an x-ray to see if there was a "crack in the line" or "a line loose." The patient stated they had forgotten to review at the doctor's office if they should turn their ins off for the x-ray. Patient services reviewed x-ray compatibility considerations with the patient. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings maxing out was not known. When asked about the steps taken to resolve the issue they stated that they saw the patient on (B)(6) 2024 and after interrogation all 4 electrodes had impedances and programs maxed out on all 7 programs. The patient was initially on program 5. They changed to program 7 at 0.6, pulse width 300. X-rays of the sacrum were ordered on 2024-may-17. When asked about the cause of being unable to increase stimulation they stated that the cause was unknown but therapeutic adjustments were made. The steps taken to resolve this included making adjustments to the therapy on (B)(6) 2024 with a follow up on (B)(6) 2024 at which point the patient showed improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.